Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 4 of 6 of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag disconnected without falling. The technical service representative had the hp power cycle the hc to end therapy and advised the hp to contact their peritoneal dialysis registered nurse about possible exposure to unsterile air. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, it was reported that a supply bag disconnected without falling, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.